Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red. There was no alleged device malfunction contributing to the irritation. The patient was prescribed an antifungal cream, the daughter did not know the name of the cream. Follow up indicated the irritation improved.